Event description:
It was reported that the patient experienced a shocking or jolting sensation after exposure to a security gate at the courthouse. The device was on at the time of exposure. The patient was at home in good condition. Further information is being requested from the hcp.